Event description:
It was reported that the pt experienced a loss of therapeutic effect following chemo and radiation treatment. It was suspected the ins went into a power on reset mode. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).